Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01052. It was reported a stroke and subsequent hemiplegia occurred. An intellamap orion¿ mapping catheter and an intellanav oi ablation catheter were selected for use. Prior to the procedure, warfarin had been administered and the patient had a therapeutic value (chads vasc 1). During the case, activated clotting time (act) was measured between 290-360 seconds. The patient experienced a minor stroke in the lab. Incessant tachycardia was noted; the patient was still in atrial tachycardia following the case. One week later, the patient experienced a severe stroke when converting spontaneously to sinus rhythm, leading to severe cerebral injury and hemiplegia. It was unknown if any interventions were taken to address the strokes. The cause of the strokes was not determined. The patient had not fully recovered and remained in a wheelchair as of the date of this report.